Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer dropped the pump, and the touchscreen is now cracked and unresponsive. There was no impact to customers blood glucose level. Customer has back up lantis and humalog for insulin therapy.